Event description:
The pt fell, hit his head, then reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of the dated of this report.